Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-19748. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) been evaluated. The batch 6002745 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction-3802038 guideline for test of reference samples version 11 for the code leakage from infusion site (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 7 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 3 according to with version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6002745 was manufactured on the packing process in the multivac 12, on 18/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced five infusion sets leaking at site events on 08-july-2024. The infusion set was in use for 1 day. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.